Manufacturer narrative:
E1: patient city: (B)(6). Patient country: spain.

Event description:
Reference number (B)(4). Event occurred in spain. It was reported that the patient was hospitalized on (B)(4) 2025 due to insulin flow blocked alarm leading to hyperglycemia. The blood glucose level was 338 mg/dl at the time of event and the patient got treated with pen. The length of hospitalization was for 24 hours. The patient also had ketones. No further information available.